Manufacturer narrative:
Investigation results: on feb 4, 2008, the selenia mammography system was evaluated by the mammography technologist and was found to be functioning normally. An hologic technical support engineer reviewed the dynamic log files from the system. This log records system operation every few seconds. The log for all view studies of this particular pt recorded in late 2007, show no anomalies in system operation. Hologic could not confirm that inadvertent movement of the mammography system occurred during the pt's examination on the same day. The technologist reported that she did not observe any inadvertent motion of the mammography system while with this pt. The technologist also reported that the pt never indicated to her that inadvertent movement of the mammography system occurred or that she (pt) had been injured. This site has continued to use the mammography system without incident. Hologic field engineer evaluated the mammography system on march 3, 2008, and found it to be functioning properly.

Event description:
In 2008, a pt informed north country hospital that she had been injured while undergoing a mammogram at their facility. She stated that she has a herniated disc in her neck, caused by an incident that occurred while at their facility. She reported that during a mammogram in "2008", the selenia mammography system inadvertently moved upward while she was under compression. She reported that the system lifted her up on her toes. The pt did not report this event to the technologist during the exam or immediately following the exam. The tech reported that she did not observe any inadvertent motion of the mammography system while with this pt.